Event description:
Additional information received from the healthcare professional from a clinical study reported that the outcome was resolved without sequalae. Interventions included antibiotics.

Manufacturer narrative:
Continuation of d11: product ID: 977c190; lot#: va1j87m001; implanted: on (B)(6) 2019; product type: lead; product ID: 3708140; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4) ; product ID: 3708140, serial/lot #: (B)(4), ubd: 14-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection of the surgical wound. It was noted that laboratory testing was done. Medications were administered on (B)(6) 2019 and the event resulted in inpatient hospitalization. The event was ongoing. The etiology was related to the device or therapy, specifically to the lead/extension tract, and related to the implant procedure. It was noted that the patient's age at consent was (B)(6). Additional information was received from the clinical site. It was reported that the results from the laboratory test from (B)(6) 2019 were escherichia coli. The etiology was updated to also be related to the ins. The cause was dehiscence in the cervical wound with infection. Additional information was received from the clinical site. It was reported that the event was still ongoing as of (B)(6) 2019, and there was no product explanted. It was noted that the date of consent was (B)(6) 2015.